Manufacturer narrative:
Continuation of d10: product ID: 97745, lot#serial#: (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jul-25, rtg0626146 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller stated that they charge their implant every night at 8:30pm and when they wake up in the morning, the implant battery is usually at 70% but lately it's been down to 40-50%. Caller added that they leave the controller plugged into the ac power supply all the time. Caller stated they first noticed this issue probably 2 weeks ago. Agent asked caller if they had made any changes to their settings and caller said they have not made any changes to their programs or settings. Caller confirmed it's the implant battery that is draining faster than usual. Caller confirmed the implant does charge to 100% every night. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have to charge twice a day and also charged daily. Agent redirected patient to their hcp to address the issue. See (B)(4) for previous time solved by replacing controller on (B)(6) 2024 rtg0626146 (con): patient called back and mentioned they have to charge twice a day and also charged daily. Patient services (pss) redirected patient to their hcp to address the issue and agent provided nas phone number. Patient also mentioned they resolved the issue by calling patient services before with a replacement controller. Patient services (pss) reviewed information and redirected patient again to their hcp on (B)(6) 2024 rtg0626146 (con): (B)(6), called to inquire about patient status. Ts reviewed call note with caller. Gave caller nas contact to page rep to interrogate the implant for further investigation. 2024-08-20 rpl 440504 rtg0626146 (con): patient called back in and stated that after speaking with their representative (B)(6), they recommended the patient call in for a controller replacement. Patient services (pss) reviewed information regarding the controller and implant battery interaction. Patient stated that this issue of implant not holding a charge had happened in the past and had been resolved by a controller replacement in the past but that was a few years ago. Patient services (pss) sent an email to repair to replace the controller and reviewed to follow back up with their mdt representative and managing hcp if the issue as not resolved. 2024-08-26 rpl 440504 rtg0626146 (con): pt called back stating they received replacement controller from this case but it did not have a battery pack inside. Patient services (pss) asked patient if they are still having an issue with implant charge frequency pt said "not necessarily". Patient stated previously, when they had this issue in 2022, they had the controller and battery pack replaced which resolved the issue. Patient services (pss) reviewed that a new controller battery would not impact the implant battery depletion. Patient services (pss) reviewed implant battery depletion and charge frequency is dependent on settings and usage of the therapy. Patient services (pss) asked patient stated they used to charge the implant every morning but now they have to charge twice a day. Patient services (pss) asked if the implant goes from 100-0 twice a day, pt stated they started charging the implant this morning at 50% implant charge. Patient stated that sometimes the implant will go down to 0%. Agent asked - patient stated they have not tried charging the implant with the new controller yet because during the set up process, they did not know what to do when the numbers 1,111.1 was displayed. Patient services (pss) walked caller through setting up replacement controller from this case with the implant. Patient saw controller at 60% and implant at 100%. Pt mentioned that they are disabled. Agent reviewed ins life expectancy. Patient services (pss) recommended to monitor implant charge depletion, let implant go down to 20 or 30% before recharging, and will need to follow up with hcp if issue does not resolve.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller stated that they charge their implant every night at 8:30pm and when they wake up in the morning, the implant battery is usually at 70% but lately it's been down to 40-50%. Caller added that they leave the controller plugged into the ac power supply all the time. Caller stated they first noticed this issue probably 2 weeks ago. Agent asked caller if they had made any changes to their settings and caller said they have not made any changes to their programs or settings. Caller confirmed it's the implant battery that is draining faster than usual. Caller confirmed the implant does charge to 100% every night. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they were have to charge twice a day and also charged daily. Agent redirected patient to their hcp to address the issue.